Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not drive. No patient present.